Event description:
Customer stated that the doctor was unable to attach the capsule to the patient's esophagus. The capsule was not released from the delivery system. No injury was caused to the patient following the procedure. The dr. Was able to use another capsule successfully.

Manufacturer narrative:
No patient injury has occurred following this incident.